Event description:
Patient was experiencing severe urgency, pressure and intermittence of flow at two to three weeks post implant. A cystoscopy was performed and extruded material was noted and was removed using grasping forceps. The dr reported that no erythema/edema was noted in the urethra on either cystoscopy and no site of extrusion noted. The pt's symptoms have improved. No additional info was provided and no further complications were reported.